Event description:
The subsidiary quality engineer reported that during preventative maintenance (pm) of the device, the customer reported the roller pump guts rotated eccentrically. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.